Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was the dehiscence only in the subcuticular or with other layers too ? What is the alleged deficiency of the product? Is photo available of patient dehiscence? What was the procedure date? What date /day post op was the dehiscence noted? Was any prescription strength medication prescribed? Please specify? Was any surgical intervention performed? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) product lot of each product used? Current patient status. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis? Name of surgeon? Note: events reported on: mw# 2210968-2023-05907, mw# 2210968-2023-05908. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee arthroplasty on an unknown date and suture was used. Physician removed topical skin adhesive 7 days after operation the wound was closed completely, 4-5 days after that patient came to hospital for follow up and physical therapy. During the physical therapy there is a wound dehiscence in subcutaneous at proximal, no suture find when look into the wound. Patient underwent re-operation and now recovered. Additional information has been requested.